Event description:
The customer stated that when she tested her blood glucose, she received a result of 417 mg/dl. She retested within a few minutes, and received a result of 141 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readingss. The meter and strips are to be returned for evaluation, and a contour meter will be sent.